Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the atrial connector of the implantable cardioverter defibrillator. The lead was successfully implanted.